Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Physician reported implant rupture, silicone leakage and capsular contracture - baker grade unknown. Device has been explanted. This relates to the left side.

Event description:
Physician reported implant rupture, silicone leakage and capsular contracture - baker grade unknown. Device has been explanted. This relates to the left side.

Manufacturer narrative:
Device evaluation: rupture: not observed. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed. Red particles on the surface of the shell. No further actions are required as the device was implanted.